Event description:
A surgeon reported that during core vitrectomy during a combined cataract/vitrectomy procedure, the patient's eyeball collapsed and choroidal hemorrhage occurred due to irrigation failure. Since the procedure could not be completed due to retinal detachment, minimum vitrectomy was performed and the retinal detachment was extended by gas. It was reported that hospitalization was extended as a result of the event. The patient experienced visual impairment and a visual field disorder.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).